Event description:
Procedure delay due to equipment failure:equipment-philips allura xper fd20 biplane.the patient was diagnosed with a large right internal carotid terminus artery aneurysm. The plan was for coil embolization of the carotid terminus aneurysm. The cerebral angiogram was underway when an attempt to move the ap image intensifier to a working projection chosen from the 3-d workstation failed (the tube started to move and then clunked to an abrupt stop). The message on the equipment was "no motorized movement available." Philips technical support was contacted and two reboots were attempted by staff. As it appeared that the equipment would be non-functional until service could make the necessary repairs, the decision was made to move the patient to an alternate angiography suite. The patient was moved to a room with a single plane and was reprepped and draped in a sterile fashion. The procedure continued and a coil was placed successfully, however, given the fairly suboptimal imaging with the single plane, it was decided that placement of additional coils would have some additional risk, and given the stasis within the aneurysm, the procedure was terminated. The patient tolerated the procedure well and there was no evidence of any complication. The plan was to place additional coils within the aneurysm once the dedicated neuroangiography biplane suite was repaired. Philips service did make the necessary repairs and the next day placement of the additional coils was completed with no equipment issues and there was no evidence of any complications.the allura xper fd 20 biplane is routinely checked every a.m. And it did work fine prior to the procedure.